Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy in 2007. During the procedure, the surgeon visually detected an increased amount of bleeding in the abdomen. The surgeon then converted to an open case in order to locate the source of bleeding. Intra-abdominal bleeding was found along the left pelvic side wall and with exposure, there was also some bleeding from the left external iliac artery. A general surgeon placed sutures and clamps until the bleeding was controlled. After the gynecological procedure was completed, a vascular surgeon performed emergent repair and reconstruction of the left common iliac artery along with thrombectomy. Estimated blood loss was one thousand millilitres. On the next day, the patient was returned to surgery for a laparotomy with isolated bleeding and a left salpingo-oopherectomy. Findings were some bleeding in the mesentery and small bleeding around what appeared to be the infundibulopelvic pedicle. The patient was discharged home on the following month.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.